Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -13.00/+2.50/094 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was exchanged for a shorter lens within the same surgery and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with residue on product. Visual inspection found haptic torn. Claim#: (B)(4).